Manufacturer narrative:
No conclusion code available; final analysis found burnt marks on the circuit board which resulted in the device power anomaly.

Event description:
It was reported that the merlin.net transmitter led lights did not light up and the device exhibited power up anomaly. Different outlets were used and same issues resulted. The device was returned and exchanged.